Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving sufenta forte with a concentration of 50 mcg/ml at a dose of 1000 mcg via an implantable pump. The lot number, concomitant medications, and medical history were not obtainable. It was reported that at a refill the morphine/marcaine solution was discarded. The physician wanted to use sufenta forte to treat patient's chronic pain, although he was advised several times, that morphine and lioresal were the only drugs approved. The physician had refilled the pump reservoir with sufenta forte and prescribed 1000ug as a daily dose, with a concentration 50ug. The settings on the physician programmer were updated, as requested by the physician. At some point, the patient had difficulty in breathing. It was unknown if there were any environmental, external, or patient factors that led or contributed to the event. It was unknown if there was any diagnostic testing or troubleshooting. The patient self-medicated at home with other drugs the day before being admitted to hospital. The name of medication was not known. The patient was "currently" observed and managed in the ICU and daily dose was decreased to minimum flow rate of (B)(4). It was also reported that the patient was now discharged and at home. Although initially reported that the pump was never implanted and discarded, it was later clarified that the pump was indeed implanted on (B)(6) 2015. The pump was still in the patient and still at the low dose of (B)(4) of sufenta daily. At the time of the report it was unknown if the issue was resolved and the patient's status was reported as alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.